Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Interrogation revealed high out-of-range shock impedance measurements. A review of the historical daily measurements noted increasing shock impedance measurements since implant. An x-ray confirmed good connection between device and electrode. There was no evidence of noise. The patient was brought in and several 10j shocks were delivered with normal shock impedance measurements. Boston scientific technical services (ts) noted that this behavior is indicative of tissue/blood surrounding the electrode's terminal pin in the device header which was dissolved/cleared as a result of the delivered shocks.